Manufacturer narrative:
Date of event: unknown. This report is for three unknown 5.0mm dynamic locking screws/unknown lot. A partial part number of 09.223.0xxs was provided. Implant date: unknown. Explant date: part of the devices were left in the patient; devices were not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after a healing/consolidation of a fifteen centimeter bone defect on the tibia shaft a removal surgery was planned. During this surgery (in (B)(6) of 2014) three broken pins from a 5.0mm dynamic locking screw were detected. The bone defect was treated with two plates double-sided and distal with 5.0mm dynamic locking screw and standard locking screws in the proximal area. The surgeon left the three sleeves in the patient. This report is for three unknown 5.0mm dynamic locking screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
These following products were reported, but we do not know which 3 screws failed of them: 3x 09.223.032s lot 7741001, 3x 09.223.034s lot 7744607. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: after a healing/consolidation of a fifteen centimeter bone defect on the tibia shaft a removal surgery was planned. During this surgery (in week 30 of 2014) three broken pins from a 5.0mm dynamic locking screw (dls) were detected. The pins from the dls screws were broken. The screw sleeves are covered with bones. The bone defect was treated with two plates double-sided and distal with 5.0mm dynamic locking screw and standard locking screws in the proximal area. The surgeon left the three sleeves in the patient. This report is for three unknown 5.0mm dynamic locking screws. This is report 1 of 1 for com-(B)(4).